Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient was not seeing well and the iol was exchanged for a different model. Additional information was provided by the nurse, who reported that the patient reason for the iol exchange was due to intolerable halos. The patient was unable to drive.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).